Manufacturer narrative:
One uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing reference: 3005334138-2024-00373. During a premature ventricular contractions procedure, optical issues with the catheter resulted in a procedural delay. While at the vascular access step, it was noted that the ablation catheter would not display pressure information on the ensite x dws, an error message showed, -- g contact force data in purple was displayed. The catheter was reconnected multiple times, the tactisys was restarted, the catheter preset was reloaded and the study was restarted, all with no resolution. The same issue occurred with the second catheter. The catheter was exchanged for a third which resolved the issue and the procedure was completed with no adverse consequences to the patient.